Event description:
Reporter indicated that a vns pt had passed away from sudep (sudden unexplained death in epilepsy). No details regarding the circumstances of death or the relationship of the ncp system to the cause of death were given at the time of the initial report. Upon further investigation, physician indicated that the pt was receiving the vns therapy at the time of death. Physician did not indicate whether he believed that the ncp system was related to the cause of death-pending results of coroner's report.